Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cuff pressure was slowly lost after intubation. There was no patient harm.